Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is inconclusive due to the state of the returned sample. The product returned for evaluation was a segment of catheter tubing from a 4fr sl groshong catheter. The tubing was returned inside a plastic bag with the words "fm in this bag" written on it. A gross visual inspection of the returned sample found that a white piece of foreign material (fm) was present inside the returned plastic bag. No other fm was identified throughout the returned items. Microscopic inspection of the fm found that the fm had an elliptical shape, had a smooth surface and had some degree of reflectivity. Additionally, probing the material with tweezers found that the material was solid. The features observed did not provide enough evidence to determine what the fm was or where it originated from. Additionally, the reported event could not be independently confirmed without evaluation of a sealed kit; however, the report event has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported by the customer, during the gradual introduction of the groshong catheter into the body, a foreign body was visible to the naked eye, so the catheter was withdrawn and replaced with a new PICC implant.

Event description:
It was reported by the customer, during the gradual introduction of the groshong catheter into the body, a foreign body was visible to the naked eye, so the catheter was withdrawn and replaced with a new PICC implant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.